Event description:
Reported that a memory lens implanted in the left eye of a pt in 2000 has since opacified. The report states that an unk secondary intervention has taken place, but specifics are unk as this surgeon first saw pt in consulation as of 12/2004. Visual acuity reported as 20/40 - with prognosis good. Explant & exchange expected in the near future.